Event description:
The nurse reported, a corneal burn occurred. The nurse stated, the surgeon and the company sales representative met and discussed the event. The surgeon and company sales representative concluded the corneal burn occurred due to not creating a working space in the viscoelastic resulting in the tip occluding and contributing to the corneal burn. The surgeon has adjusted his technique, as a result of his discussion with the company sales representative. Additional information was requested on the patient status.

Manufacturer narrative:
The company service representative examined the system and found a system message in the event log. The system message found indicated, the handpiece was non-conforming. The nurse stated, the non-conforming handpiece did not contribute to the corneal burn. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) health devices, hazard update: (B)(6), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4)